Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reported at first follow up there was little progress in the recovery. At the next follow up, there was significant improvement in the diffuse lamellar keratitis (dlk). At the most recent visit there was complete resolution of the dlk and the patient is doing great.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis (dlk) in the right eye two days post lasik. An oral steroid was prescribed and topical steroid dosage was increased. The patient did not have any complaints. Additional information has been requested.